Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoirs that were received in a shipment do not work and were occluded. The customer's blood glucose reading was 140 mg/dl at the time of incident. No further information was given.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion test and no occlusions were noted.